Event description:
It was reported that when the devices were used during an unknown procedure, the staples malformed. Another device was used to complete the case with no consequence to the pt. The devices were discarded.